Event description:
It was noted the patient was having an MRI for lumbar back pain and radiculopathy. It was noted the MRI was ordered on (B)(6) 2014. Additional information received reported the patient had a burningsensation. It was noted the patient had a full body MRI within the past month. It was further noted the implantable neurostimulator (ins) was not put in MRI mode first. The reporter stated there were no issues with therapy. The reporter further stated the patient felt some burning in their chest during the MRI. It was noted the patient was current getting an MRI with the ins in MRI safe mode. Additional information received reported the patient first noticed the burning sensation in their chest when they were in the MRI machine and stimulation was on. It was noted the patient was fine and stimulation was working well. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Follow up information received reported that the manufacturer's representative adjusted the patient's ins programming. The patient stated that they were pleased and had no further concerns at the time of report with no further actions needed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was later reported that there was intermittent stimulation. Patient had an MRI and thought the scanner was higher than 1.5t. It was unknown if the patient's device was put into MRI mode. Since the MRI the patient was complaining of varying amount of stimulation. Stimulation was turning on and off, it was intermittent on for 2 second then off for 2 seconds but there was no pattern. It was very intermittent. The healthcare professional was concerned that there had been some type of damage done to the implantable neurostimulator (ins). The manufacturing representative was going to meet with the patient after the patient was done having injective but was going to check impedances and settings. Additional information received reported that the patient would be seen in the office on wednesday following the date of this report for a "rp" to evaluate issues and determine further actions. Additional information received reported the patient was seen in the office on (B)(6) 2014. The patient was still having the burning sensation and some pain in the mid thoracic region which had been present since the MRI. The sensation stayed whether stimulation was on or off. Patient was also still having intermittent stimulation in legs and at times it had seemed to get very strong. It was noted that this may be positional and was not happening prior to the MRI. The patient's transition zones were changed and amplitudes were reset for the adaptive stimulation. The patient was going to try it and return to the office on (B)(6) 2014 for a pump refill and to be evaluated again. If the issue had not resolved they were hopefully going to try a physician mode recharge reset.